Event description:
Customer reported malfunction alarm with code malf 12, and there was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided information to reset the pump and assisted in resetting it. After the reset, the malfunction did not recur, and customer was advised to continue using the pump and to reach out if the issue happened again.